Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# 0214082612, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: 0214082612, ubd: 18-jul-2019, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml at an unknown dose via an implantable pump. The indication for use was not reported. It was reported that the tip segment of the catheter was inserted in the intrathecal space, and the needle with guide wire was removed. Confirmation of cerebrospinal fluid (csf) backflow did not occur, even after aspirating the catheter with the orange needle. Aspiration of the catheter was unsuccessful. The catheter was removed, and the case proceeded with another ascenda 8780 catheter. The first catheter was never implanted and would be returned to the device manufacturer. The second catheter was inserted successfully, and the operation ended as planned. The catheter was inserted in the intrathecal space using the kit needle. Csf backflow from the needle was evident. The tip part of the 8780 was inserted through the needle, and fluoroscopy was performed to verify mid-thoracic catheter tip position. The patient's status was alive - no injury. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The patient¿s medical history included spinal cord injury.

Manufacturer narrative:
Analysis found dried drug, blood, or foreign material occlusion of the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was sent for return. Patient weight and age were provided.